Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: short circuit in camera unit, the poor water-tightness of cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to short circuit in camera unit. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited white dots on screen. The issue occurred during a diagnostic laparoscopic fundoplication procedure, the device was inside the patient, and the procedure was completed with an olympus back-up device. There were no reports of patient harm.